Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the programmer did not default to ventricle electrogram (vegm) for threshold testing and did not provide a way to toggle over to vegm. It was also reported no amount of gain did anything to the flat atrial egm. The user was advised to try another programmer. The user has requested information as to why the programmer would not give an egm. The programmer remains at the facility. No patient complications have been reported as a result of this event.